Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the nurse that the screw went through the plate. Another screw was implanted. Surgical delay about 2 minutes.

Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l16mm was alleged of issue s-41 (poor fixation) could be confirmed. The root cause of this positioning issue has been identified as a design issue. The nc (B)(4) has been opened for recurring issue. The threshold defined in the risk management file was not exceeded. Design improvement actions were identified in CAPA (B)(4). Design improvements consist in changing tolerances of the screw head in order to strengthen the connectivity between plate and screws. As a screw was discarded and returned, a credit note is provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the nurse that the screw went through the plate. Another screw was implanted. Surgical delay about 2 minutes.